Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family that the patient experienced tachycardia. The physician gave the patient cardiopulmonary medication which allowed the patients heart rate to drop to normal. The family "believe that it may be a malfunction". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.